Event description:
The report stated that during a hysterectomy, the surgeon encountered no flow of urine through the left ureter at the end of the procedure and subsequently had to perform a left ureteral reimplantation procedure in the same surgery. Pathology showed a very small burn area just at the very distal ureter.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted. Covidien medical director spoke with dr. And discussed the need to be aware that the ligasure ls3091 device has an average 2mm thermal spread secondary to the water vapor released during desiccation of the tissue, that occurs during activation of the ligasure clamp. The mitigation of risk of injury secondary to thermal spread was discussed. The IFU for this device states to always keep the external surface of the instrument jaws away from adjacent tissue while activating the instrument. During a seal cycle, energy is applied to the area between the instrument jaws, and this may cause water to be converted into steam. The steam may cause unintended injury in close proximity to the jaws. Care should be taken in surgical procedures occurring in confined spaces in anticipation of this possibility. A training video on vaginal hysterectomies was sent to dr.